Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 after receiving multiple inappropriate shocks and anti-tachycardia pacing. Programming changes were discussed, but have not been performed at this time. The patient was stable.